Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the gastrointestinal videoscope exhibited an image blackout during a gastrointestinal endoscopy procedure. The procedure was completed with the same device. There were no reports of patient harm.